Manufacturer narrative:
Event date: the reporter noted "for the past month or so" and that event date was approximate. Potential lot number: 76x145, potential expiration date: 08/28/2021, potential device manufacturer date: 09/01/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had a site failure. The patient specified that the infusion set cannula was blocked inside the tubing due to the patient shedding skin. When the cannula was removed, no issue with the cannula was observed. The patient noted that there was an issue with absorption as the device had to be changed out between 1 and 1.5 days rather than 3 days. Due to the incident, the patient's blood glucose was reported to be at approximately 400mg/dl. The patient noted that he had a small trace of ketones. A corrective bolus was administered to address the high blood glucose. The patient stated that his blood glucose was in a normal range at this time. No permanent injury was reported. See MFR: 3012307300-2017-00875, 3012307300-2017-00876, 3012307300-2017-00877, 3012307300-2017-00878, 3012307300-2017-00879, 3012307300-2017-00880, 3012307300-2017-00881, 3012307300-2017-00882, 3012307300-2017-00883, 3012307300-2017-00884, 3012307300-2017-00885, 3012307300-2017-00886, 3012307300-2017-00887, 3012307300-2017-00888, 3012307300-2017-00889, and 3012307300-2017-00890.